Event description:
"A nurse received an infusion bag of irinotecan, with the infusion adapter attached by pharmacy. The nurse opened the flap on the infusion adapter in order to spike with the IV tubing and the medication splashed out of the distal end of the infusion adapter. The nurse was splashed with medication on her face and in her eyes. Exposure protocol was followed with flush and eyewash. Nurse states no injury occurred."

Manufacturer narrative:
Investigation initiated. On-going attempts to retrieve additional information regarding the reported incident.